Event description:
Healthcare professional reported a xen®45 gts "slider did not operate properly during surgery" during implantation in right eye. No eye injury noted. Surgery was completed with second xen®45 gts device.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of slider resistance is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Device analysis: a visual evaluation of the xen injector was performed. No damage was observed. A functionality test was performed. During the functionality test, smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed. All expected results were met. The category/ subcategory of injector ¿ slider resistance is not verified since no damage was observed and since smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed during the functionality test.

Event description:
Healthcare professional reported a xen®45 gts "slider did not operate properly during surgery" during implantation in right eye. No eye injury noted. Surgery was completed with second xen®45 gts device.